Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament was about 1 inch exposed at the guide. The posterior cuff and needle tip were still attached to the rail end. The plunger, anterior cuff and link were not returned with the device. The link was pulled from the posterior cuff. The link connects the anterior needle to the suture; if the link detaches from the cuff, the suture will not be present during plunger withdrawal and it can appear very similar to a cuff miss. The link detachment is likely the result of resistance or drag encountered during the procedure. There were no manufacturing or quality issues detected that could have contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.